Event description:
It was reported that the customer has passed away. The customer's mother told the territory manager that the customer dies of dka (diabetic ketoacidosis), six days after starting the new insulin pump. No further information was provided. Multiple attempts were made to contact the family of the customer. Only voicemails were left. A callback request letter has been sent. No further information is available at this time.

Event description:
The mother of the decent called us after receiving a callback request letter. She reported the following additional information; the customer went to the hospital on (B)(6)2015, was told that he has the flu, and was sent home without checking for ketones. The next day, on (B)(6) 2015, the customer passed away. The cause of death was dka - diabetic ketoacidosis. The customer's blood glucose at the time of death was over 600 mg/dl. The last recorded blood glucose value in the glucose meter was on (B)(6) 2015 at 12:00pm. The caller stated that as far as she knows, the customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller stated that she will not be returning the insulin pump at this time. The caller was upset and dropped the call. No further information is available at this time.

Manufacturer narrative:
Our original medwatch report was submitted with missing details in section b5. Additional information has been provided in this report. Also, our original medwatch report was submitted with the incorrect information in sections b2 and b3. The corrected information has been provided in this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.